Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. An x-ray was taken and found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that one day post implant the right ventricular (rv) lead exhibited loss of capture (loc). The physician believed there was ventricular perforation. The field representative noted that no echocardiogram was performed. An urgent revision procedure was performed where the lead was successfully revised. One week later the patient presented for a wound check and ventricular loc was once again seen. A dislodgement and another perforation were discussed as possible causes. Another revision procedure was performed where the rv lead was explanted and replaced with another manufacturer's lead. No additional adverse patient effects were reported.